Event description:
It was reported that during a stapled hemorrhoidectomy procedure, the device did not work properly. When the device fired, it cut the tissue but didn't staple. No patient consequences reported. Procedure was completed with same like product.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.